Event description:
The customer reported that the lh780 hematology analyzer generated erroneously high platelet results with abnormal platelet histograms on samples from two different patients. The test results for both samples were accompanied by instrument-generated messages for high platelet counts. The sample for patient 1 was repeated on the suspect lh780 instrument with normal platelet results. The sample from patient 2 was repeated on an alternate lh780 analyzer in the laboratory with normal platelet results. There were no erroneous results reported out of the laboratory. There were no reported changes to patient treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events. A field service engineer visited the site to evaluate the instrument. He found no hardware problems and verified the instrument's performance. The raw test data from the platelet histogram shows severely low end interference for both samples. Because of this, the platelet flag was set by the instrument and the histogram indicated very small bell curves on all three apertures. When rerun, these samples gave normal results with normal histograms. The exact root cause for the interference cannot be determined. Typically such interference is generated from lots of small pulses, such as electronic noise, micro bubbles, etc. In this instance the software algorithm performed as designed and flagged the test results as suspect.